Manufacturer narrative:
Investigation: two open 30g x 5mm spn samples and four photos were returned from lot. No. 7040617, cat 329705. Visual examination was carried out on the returned samples and photos and it was observed that there was evidence of a teardrop label seal on the two open samples. A review of the DHR was performed and it was observed that a quality issue for water immersion test failure during final inspection of the last shipper was raised. The affected portion of the lot was scrapped. There were no other issues identified with this lot. All in process checks and quality inspections were completed and no issues were identified. An engineering investigation was performed and there were no issues identified during the time of manufacture of the lot in the assembly or packaging area. As part of this investigation the packaging line was reviewed, during this review five teardrop labels from this affected lot were discovered. The labels were discovered in an area of the machine that is not easily accessible. There is evidence of a complete seal on all labels, this indicates that the parts were sealed correctly during the assembly process. Teardrop labels became trapped during the component feeding process in packaging. As the part travelled on the feeding process the label became detached from the device. CAPA (B)(4) has been raised to address this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sterile cover of the bd autoshield¿ duo safety pen needle 30g x 5mm, was removed and package was open before use. There was no report of injury or medical intervention.